Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w ver 4.11e. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with the peeling keypad overlay, missing serial number label, case cracked behind the pump at the corner of the belt clip rails and broken battery tube threads.